Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that health care professional (hcp) reported an anomaly in patient¿s device data. Atrial sense at same time as ventricular sense. Programming options were tested. Device data reviewed and evidence suggests that atrial lead dislodged. Additional information was received from hcp mentioning that a lead revision procedure was done. Sales representative confirmed that this lead was successfully repositioned. After procedure patient was feeling better. Remains in service. No additional adverse patient effects were reported.